Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿screen went blank ". The unit was triaged and the reported issue could not be confirmed at this time. Unit was powered up on battery and passed post. Ac power was connected and unit was observed to charge. Recertification testing was performed and unit passed. Unit was disassembled. Visual inspection found no anomalies. A feed/flush set was connected and unit was started feeding at a rate of 400 ml/h. Allowed unit to feed for six hours. Recertification testing was performed again and unit passed. No issues were seen with the display during analysis. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding pump's screen went blank while testing. No patient was involved.